Event description:
An optometrist reported that following the removal of the epithelium for photo refractive keratectomy (prk), there was an energy error before any laser treatment had begun. A bandage contact lens was placed on the right eye and the laser was treated without any complications. The pt did not experience any loss of best corrected visual acuity. During f/u with the optometrist, she indicated the pt did not have any issues following the surgery.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l info becomes available. (B)(4).